Event description:
It was reported during routine inspection that a cardiosave intra-aortic balloon pump (iabp) had noise mixed into the external input ECG trigger. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, the problem was not reproduced. The connectors were cleaned and washed and the insulation pads were replaced.

Event description:
N/a.